Event description:
Review of device programming history identified that high impedance (dc dc code - 7) was observed on device diagnostics. The generator was programmed off when the high impedance was observed. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2013 due to a device failure. The explanted devices have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.